Event description:
Customer reported that the post that secures the u bar on to the restraint has detached as a result the u bar is not stable while in use on a pt after caregiver left bedside. The customer did not provide the date when this occurred. There was no pt incident or injury reported.

Manufacturer narrative:
Result: eval of the returned product found that one side of the u-bar is loose due to the flange or swag is broken off and is missing that holds the u-bar to the base plate. Product has signs of wear and the label identifying the MFR date has been removed. Note: the instructions for use has a warning statement: before each use, check cuffs and straps for cracks, tears and/or excessive wear or stretch, cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow pt to remove cuff. Discard if device is damaged. (B)(4).